Event description:
The patient contacted animas on (B)(6) 2012, and reported the keypad buttons were intermittently unresponsive, requiring multiple presses to elicit a response. The patient denied damage to the keypad and noted the buttons were worn. The patient reportedly wore the pump attached to a belt and cleaned it with a q-tip. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast key contacts were intermittently unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. All keypad button symbols were worn off.